Manufacturer narrative:
Evaluated one open/used reservoir; performed visual inspection and reservoir was partially returned missing transfer guard, snap-cap and plunger. We were unable to verify leaking anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was freaking out and the reservoir was leaking. The customer's blood glucose level was 468mg/dl. The customer states insulin was leaking out of the reservoir compartment and the keypad was dead and unresponsive. The customer states the leak was past the second o-ring. Troubleshoot was conducted and the customer was advised the reservoir would be replaced and returned for analysis.